Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was observed. Customer was advised to continue using the pump and to contact support if any malfunction recurs, which the caller acknowledged.